Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after landing from an airplane and was unable to clear the alarm. The customer's blood glucose level was 224 mg/dl, however at the time tandem technical support was contacted the bg level had not lowered and manual injections were administered. It was indicated that the customer would try to obtain syringes for manual injections as alternate insulin therapy.